Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during an attempt to implant this right ventricular (rv) lead, difficulty was encountered with extending the helix and high out of range pacing impedance measurements greater than 2,000 ohms was observed. This lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during an attempt to implant this right ventricular (rv) lead, difficulty was encountered with extending the helix and high out of range pacing impedance measurements greater than 2,000 ohms was observed. This lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported.